Event description:
It was reported that the pressure guidewire was inserted into the patient's body without any resistance. The pressure guidewire was zeroed but unable to normalize at the guide tip due to loss of signal. The pressure guidewire barely exited the guide catheter and was not advanced down the coronary artery. The pressure guidewire was removed from the patient's body without difficulty. Another pressure guidewire was connected and used successfully. No patient injury or adverse event occurred. The device was returned to the manufacturer and during examination it was observed that the pressure guidewire tip coil was stretched out just distal to the sensor housing and the core wire was away and protruding.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, there is no other reported complaint of signal failure or device damage within this lot. The returned device was evaluated and observed a kink on the hypotube at about 7.5cm from the proximal end; the tip appeared to be shaped. The tip coil was stretched out just distal to the sensor housing and the corewire was wavy and protruding. No parts were missing from the device. It was reported that the device tip was shaped by the physician. Signal test was performed on the returned device and failed. Excessive flexing of the device could cause kink on the hypotube and could result to signal failure. The IFU warning for this device states that excessive flexing can break or damage the internal components. The physician reported that the device barely exited the guide catheter and did not cross the lesion. It was also reported that there was no damage observed when the wire was removed from the patient's body therefore the damage to the tip coil and corewire is likely due to handling before the device was returned to the manufacturer for evaluation. No further action is required.